Event description:
It was reported that during an unspecified procedure there was resistance when advancing a guide wire through the rx stent. The guide wire would not advance through the catheter. Resistance was felt at the distal end of the catheter and at the side port. The procedure was successfully completed with another of the same device. There were no patient complications and the patient was reported to be "good".